Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. The 85% stenosed target lesion was located in the calcified right coronary artery. The physician prepared the lesion with a rotablator and predilated with a nc apex balloon catheter. The physician then advanced a 2.50x12mm promus element plus stent to the target lesion, however, there was difficulty deploying the stent due to the calcium. The physician was trying to push the stent into place when the shaft broke approximately ten inches from the hub. The device was successfully removed. The procedure was completed by predilating with a quantum maverick balloon catheter and implanting a promus element plus stent in the target lesion. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a promus element plus mr stent delivery system (sds) in two pieces. There was contrast in the inflation lumen. The hypotube was detached/separated 22cm from the strain relief. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The distal tip was damaged. Magnified inspection presented no evidence of any product quality deficiencies contributing to the tip damage and the reported stent deploying difficulties. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a shaft fracture occurred. The 85% stenosed target lesion was located in the calcified right coronary artery. The physician prepared the lesion with a rotablator and predilated with a nc apex balloon catheter. The physician then advanced a 2.50x12mm promus element plus stent to the target lesion, however there was difficulty deploying the stent due to the calcium. The physician was trying to push the stent into place when the shaft broke approximately ten inches from the hub. The device was successfully removed. The procedure was completed by predilating with a quantum maverick balloon catheter and implanting a promus element plus stent in the target lesion. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).